Manufacturer narrative:
The MFR has evaluated this event and concluded that the material analysis revealed that the implant base material and titanium plasma layer comply with the stipulated specifications for the material. The fracture structure analysis indicated that material fatigue led to the event. This is often the result of cyclic loading from the prosthesis put on the implant which eventually led to material fatigue and finally to failure.

Event description:
Removal of endosseous dental implants. Two implants were placed in sited #4 and #5 (class iii bone) on 4/1/94 during a complex procedure. The clinician reports that there was minimal buccal-lingual width of bone in the area due to a previous infection. A temporary prosthesis was placed on 9/27/94. The clinician reports that the implant in site #4 fractured and was removed on 11/1/96. He placed another implant in the site at that time. The implant in site #5 later fractured and was removed on 2/11/97. He states that the failures may be due to a mechanical overload from a bilateral cantilever.